Event description:
It was reported that the ilet pump issued alert 38 indicating a motor stall, and after two restarts the user performed a dry run that delivered up to 123 units before changing tubing and reinserting a new infusion set, which is consistent with a mechanical jam involving the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed an assembly problem associated with a mechanical jam of the motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.